Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. Blood glucose level at the time of the incident was 99 mg/dl. During troubleshooting, the customer confirmed that the sensor did not have a cannula. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test. The sensor failed per specification. Inspection found one of three sensor needles bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.